Event description:
Per the clinic, on (B)(6) 2025, during a tympanic membrane procedure, the electrode lead was pulled out and extruded from the cochlea. Subsequently, the patient developed otitis media as a result of the electrode extrusion. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and subsequently, the patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached.